Manufacturer narrative:
Physio-control evaluated the device and observed fault codes related to defibrillation logged into device memory and that it would not recognized when a therapy cable was connected to it. Physio replaced the therapy and biphasic pcb assemblies, and then observed proper operation through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the reporter, the device's svc led illuminated and it would not recognize that the hands free defibrillation therapy cable was connected to it. There were no reports of any adverse pt events as a result of the device use.